Manufacturer narrative:
The event of an infection and subsequent development of scar tissue is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported within 2 weeks of injection with juvederm ultra xc in the cheeks and nasolabial folds, as well as juvederm voluma with lidocaine in the cheeks patient developed an infection and scar tissue at the right cheek. The patient returned to the office approximately 2.5 weeks after injection and the healthcare professional "drained" the symptom site. Approximately 5 weeks later the patient was prescribed keflex and radio frequency therapy to hasten resolution of symptoms. Four days later, the symptom site was drained once again; the healthcare professional considered the "drainage" treatments necessary to prevent permanent damage. Approximately 1 month after the second "drainage" treatment patient symptoms resolved. This is the same event and the same patient reported under MDR ID number 3005113652-2014-00076 (B)(4). This is the first MDR submitted for the first suspect product. Juvederm ultra xc.